Manufacturer narrative:
(B)(4). It was confirmed that a sample and/or lot is not available. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer reports that the anti reflux valve disconnects from spiros at the patients IV site. End user is using a filtered extension and our reflux valve which is attached to a spiros. The spiros often disconnects from the anti reflux valve which it should lock on. No injury reported.